Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, the foreign material in the nozzle may have originated from a silicone-based material such as a tube or packing, however, root cause of the foreign material could not be identified. It was not possible to determine what the foreign material was and when or how it got clogged. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that air/water supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign matter found clogging the nozzle, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the water removal ability did not meet the standard value due to clogging of the nozzle; the play of the upward/downward know was out of the standard value due to wear of the angle wire; and the bending section cover was scratched. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and flushed the air/water nozzle channel with the detergent solution. It is unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that air and water could not be supplied to the gastrointestinal videoscope. This occurred during preparation for a diagnostic procedure. The device was replaced with a similar equipment and the procedure was completed with no report of patient harm. The device was returned, evaluated, and a foreign matter was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.